Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an incisional hernia repair procedure on (B)(6) 2016 and mesh was implanted. In (B)(6) 2016, the patient returned to the doctor complaining of a recurrence of the same hernia. The patient will have a reoperation in the future at some unspecified date. Additional information has been requested.